Event description:
It was reported that the valve on the drip chamber was missing upon opening the package, and as it was inserted into a blood product some leaked through the missing valve. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: d.4, d.10, & h.4. Correction; h.6. (Patient code). The customer¿s report that the drip chamber vent cap was missing was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the vent cap on the drip chamber was missing. No other issue was observed. Examination under magnification of the drip chamber air filter housing observed no damage or issue. Testing was deemed unnecessary. An obvious leak would occur due to the missing component. The root cause was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Customer declined to report any specific patient information.

Event description:
It was reported that the valve on the drip chamber was missing upon opening the package, and as it was inserted into a blood product some leaked through the missing valve. There was no apparent harm.